Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5024m implantable pacing lead - (B)(6) 1994; 4194 implantable pacing lead - (B)(6) 2005. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated, a-output programmed to 7.5v at 0.7ms. The output on ipg was set to 7.5 @ 0.7ms and no acm history available on this device. Concomitant therapy: 419488 implantable pacing lead, implant date: 2005 (B)(6); 5024m-58 implantable pacing lead, implant date: 1994 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.